Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device nor any images were provided for evaluation. It was reported that a revision surgery was needed due to an unspecified number of locking caps found loose and a single creo 5.5 cocr rod that was found to have migrated post-operatively. It was stated creo 5.5 cocr screws and rods with creo 5.5 locking caps were used in the original and revision surgeries. It was also confirmed the locking caps were final tightened according to proper procedure using the appropriate 6067.0040 5.5nm torque-limiting t-handle. Based on the information provided and because surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo locking caps that were found loose with subsequent rod migration post operatively.